Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a coronary stenting treatment procedure, the hub of the device cracked. The hub of a 15mm x 2.50mm nc quantum apex balloon catheter was cracked as they attached it tightly on the indeflator. The device was pulled out from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed a complete separation of the hypotube 19cm from the strain relief.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was received inside an nc quantum apex product pouch and shelf box that matched the information on the device. There was a complete separation of the hypotube. The tip was damaged. The hypotube was separated 19cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no other damage or irregularities. The reported hub damage was not confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported event of hub cracked was not confirmed (B)(4).